Event description:
A us distributor returned a monitor and reported monitor was displaying pulse voltage fault flags.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse voltage fault flags) was confirmed due to contamination on u901 on the ca board and connectors j1002aa/j1003aa on the defibrillation board. The monitor delivered a monophasic pulse. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.